Event description:
During broaching of the femur the surgeon attempted to remove the broach handle from the quadra broach for trialing. At this point, it was noticed that the mobile pin of the amis broach handle had snapped off inside the broach. The surgeon was able to remove the piece and to extract the broach. No harm to the pt was caused and the operation continued without incident. Reference MFR # 3005180920-2014-00039.